Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the patient's church attendance in early (B)(6) 2017, the implantable cardioverter defibrillator fired off causing her to fall back and sprain her wrist. No further information was available.